Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that therapy was turning off by itself. It was noted that the issue first started during a manufacturer representative check of the implant but they found nothing. This occurred randomly with no specific body position. It was not related to positional movement. The last time it occurred was when the patient was at the grocery store picking up milk. When asked how often this occurred, it was reported to be intermittent. The patient confirmed that they had adaptive stimulation. It was noted that when the barometric temperature increased so did their pain. The patient had not checked ins status when this occurred because when they stop feeling stimulation they thought the implant was turning off on its own. The consumer kept the ins charged and knows when the ins became depleted because they turn it back on after charging. The event started a while ago and maybe a year ago. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2010-aug-07 reporting a continuation of the event in (B)(6). The patient felt stimulation turn off but would not have the patient programmer with them so could not check to confirm implantable neurostimulator (ins) status. This would occur with various positional movements mostly when walking. Last night ((B)(6) 2019) assumed to be after midnight the patient woke up in pain and reported the ins was not working when they were just laying down. The patient had not previously experienced pain when they felt the ins shut off. This was later clarified and contradicted that the patient did feel pain when the stimulation turns off and it felt like a flip was switched . If there were not cautious the patient could fall. It was a sudden onset of "nothing" and then onset of pain. There were no recent falls or traumas. The patient discussed this event with the health care provider (hcp) and the hcp did not think the ins was doing that. The patient was confirmed to have adaptive stimulation (as) but the patient did not think it was contributing to the event because they could feel stimulation completely turn off. During the call, the consumer declined checking the stimulation and as with the programmer. It was recommended that the patient use the patient programmer to check the ins when they felt stimulation turn off and bring the information to their hcp to check the system and discuss symptoms. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2019 reporting that they would log what was occurring and provide the history to a manufacturer representative to see if it was truly shutting off. The consumer also planned to check if the controller showed as off or just at a low level of power. Their plan was reported to wait to schedule an appointment until they felt they had enough information on what was occurring. No further complications were reported.